Event description:
The following report was received my medtronic (covidien): post cerebral arteriovenous fistula / embolization procedure with coils (unknown manufacture), the physician noticed that the tip (0.6mm from the tip) of such marathon microactheter was broken. Per physician, the tip might have broken upon retrieving the catheter. However, he did not feel any resistance or difference while retrieving the catheter or during delivery. The broken tip migrated to the distal middle cerbral artery (mca) and according to the physician was believed to not cause any harm to the patient. There is no plan to retrieve the catheter tip at this time. Patient was noted to be doing fine. There was no vasospasm. It is unknown if the vessel was tortuous. The catheter was flushed as per the IFU and the guidewire was hydrated as per the IFU. There was no force applied during delivery. No medical intervention was required.

Manufacturer narrative:
The catheter was returned for evaluation. The catheters useable length was measured to be within specification. Upon examination, the catheter appeared to have separated at the location of the marker band. Approximately 0.6mm of the catheter tip and marker band was found to be dislodged. Per the reported information this segment is still within the patient. The broken end of the distal tip exhibited plastic deformation of the tubing material (stretching/jagged edges) which indicates that catheter broke when pulled and exceeding the tensile strength of the tubing material. The lot history record review did not reveal any manufacturing discrepancy that would contribute to the reported issue. All products are 100% inspected for damage and irregularities during manufacture.(B)(4).

Manufacturer narrative:
Results of the investigation is pending, a supplimental will follow. (B)(4)